Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure. It was reported that during the procedure, the cables broke. "The tensioner wasn't used and the surgeon had just passed the leader under the arch of c1 and was pulling through when the leader separated from the cable before the cable even made it into the spinal canal." No further details are known at this time.